Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported unspecified glucose scan on the ADC device in comparison to unspecified readings from a Competitor Brand Meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced headache but was able to self-treat with insulin (unspecified type/dose). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.